Event description:
Disposable tip of vasoview endoscopic vessel harvesting system broke while the saphenous was being harvested. All pieces were recovered, no harm to patient. Tip was attached to endoscope 7mm va111model 268609.